Manufacturer narrative:
Concomitant medical products: t510c29 mitral valve implanted, (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead post-operatively micro-dislodged and exhibited high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.